Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - the unit was producing an intermittent image. While a device evaluation was performed, there were no new elements discovered that lead to the reported failure mode. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was discovered during the device evaluation, the olympus colonovideoscope was presenting an intermittent image. This event had no patient involvement.